Manufacturer narrative:
The leads were not returned for analysis. There were no reports of device related problems prior to the revision. This is the only report of this type of failure from this lot. The device was not available for return.

Event description:
It was reported to nevro that during a revision procedure, the physician had difficulty removing the leads. Two contacts at distal end of one lead ripped while removing. Two new leads were used to complete the revision. The patient was reported in good condition and recovered without sequelae.